Event description:
Technician alleged that the bed function is intermittent. No patient impact.

Manufacturer narrative:
The technician found corrosion on the user control module board. The technician replaced both left and right user control module boards to resolve the issue.